Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 23 mmol/l (414 mg/dl) since 2009. The patient did not bolus extra insulin and was not able to lower blood glucose readings. The patient switched to the backup infusion device and blood glucose levels returned to normal the following day. The patient's normal blood glucose range is 8-10 mmol/l (144-180 mg/dl) . The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.